Event description:
It was reported that during a low anterior resection procedure, the device partially fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Results: incomplete_interrupted cycle the analysis results showed that the device was received in good visual condition. The device was received with a reload loaded in the device. The reload was received fully fired, with the washer uncut and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. The device was tested for functionality with the test reload the device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.